Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: event description: it was reported, during a stone extraction procedure, that the basket wire of a noncompass nitinol tipless stone extractor broke. The procedure was completed using another same type device. There were no adverse effects to the patient reported. Reviews of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for the reported complaint device lot found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) provides the following information to the user: precautions. The device is conductive. Avoid contact with any electrified instrument. Enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A cause for the broken basket wire could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28oct2025: as reported, the procedure was completed using another same type device.

Event description:
It was reported, during a stone extraction procedure, that the basket wire of a ncompass nitinol tipless stone extractor snapped. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. There were no adverse effects to the patient reported.

Manufacturer narrative:
E1: phone: (B)(6) g4 - PMA/510(k) #: exempt. H3 - device will not be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.